Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals in the alternate sensing vector. Boston scientific technical services (ts) was contacted and discussed that the inappropriate therapy and over-sensed noisy signals likely were the result of an electrode impairment. Provocative maneuvers and diagnostic imaging was recommended. The maneuvers were performed twice, but the noisy signals were only reproducible once. Electrode revision was recommended. The system was programmed to the primary sensing vector where no noisy signals were present. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals in the alternate sensing vector. Boston scientific technical services (ts) was contacted and discussed that the inappropriate therapy and over-sensed noisy signals likely were the result of an electrode impairment. Provocative maneuvers and diagnostic imaging was recommended. The maneuvers were performed twice, but the noisy signals were only reproducible once. Electrode revision was recommended. The system was programmed to the primary sensing vector where no noisy signals were present. Recently, it was stated that the recommended diagnostic imaging and provocative maneuvers were performed, but the noisy signals were unable to be reproduced. Ts was contacted again and recommended a complete s-ICD system replacement to resolve the event. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals in the alternate sensing vector. Boston scientific technical services (ts) was contacted and discussed that the inappropriate therapy and over-sensed noisy signals likely were the result of an electrode impairment. Provocative maneuvers and diagnostic imaging was recommended. The maneuvers were performed twice, but the noisy signals were only reproducible once. Electrode revision was recommended. The system was programmed to the primary sensing vector where no noisy signals were present. Recently, it was stated that the recommended diagnostic imaging and provocative maneuvers were performed, but the noisy signals were unable to be reproduced. Ts was contacted again and recommended a complete s-ICD system replacement. The s-ICD system was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The system is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals in the alternate sensing vector. Boston scientific technical services (ts) was contacted and discussed that the inappropriate therapy and over-sensed noisy signals likely were the result of an electrode impairment. Provocative maneuvers and diagnostic imaging was recommended. The maneuvers were performed twice, but the noisy signals were only reproducible once. Electrode revision was recommended. The system was programmed to the primary sensing vector where no noisy signals were present. Recently, it was stated that the recommended diagnostic imaging and provocative maneuvers were performed, but the noisy signals were unable to be reproduced. Ts was contacted again and recommended a complete s-ICD system replacement. The s-ICD system was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. This electrode was received for analysis.